Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not clip the pump securely. Subsequently, the pump case fell, causing infusion set to be pulled out. Customer¿s blood glucose level was 95 mg/dl. The customer changed infusion set and resumed insulin delivery.